Manufacturer narrative:
This report is submitted on may 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains

Event description:
Per the clinic, the patient experienced extrusion of the receiver stimulator. Explant and reimplantation is planned but has not taken place at the time of this report may 15, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. There are plans to reimplant the patient with a new device at a later date. This report is submitted on june 26, 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.